Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot : n/a, version: 1.0.2. A medtronic representative went to the site to perform a system check out and they found that the system was functioning as intended. Fdm10, fdr213, fdc67 are applicable to the system checkout. The archives have been returned for software analysis. The analysis is still in progress. Fdm4118, fdr3233, fdc11 are applicable to the software analysis. The physician's name has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the manufacturer representative was trying to upload the sv ai models and their associated anatomical exam to scans on the same patient that had already been uploaded into the system using the network. The sv scans came up as a second patient and had to be combined with the first set of data. Then after that, the representative could not premerge the ai models to their anatomical exams. The software would not give the representative the option to drag and drop. The representative was able to proceed by using another navigation system. There was no patient harm and the procedure was delayed 15 minutes.

Manufacturer narrative:
H2) additional information: see e1. H2) additional information: additional information was received from a manufacturer representative that they followed the same steps with the universal serial bus (usb) and navigation system for importing the data and the 3d object data was imported as object modality. They were unable to replicate the issue. H3) software logs have also been received by the manufacturer. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed that the issue was due to the wrong modality. Software appears to be working as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.